Event description:
It was reported in a service report that the cot was leaning to one side. The service tech discovered the restraint straps were caught under the headend right caster and caught the weldment when the cot was raised. No adverse consequence alleged.

Manufacturer narrative:
After investigation, the most probable explanation of the alleged condition is that the customer did not ensure that the restraints were out of the way prior to raising the cot. The manual states to "ensure that restraints are not entangled in the base frame when raising and lowering the cot."